Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implant procedure was completed but the patient was still on the table, oversensing/noise occurred that stabilized and was only observed during impedance testing. The pocket was reopened and everything was noted to be secured and no issues were noted with the lead or setscrew. The lead was removed from the device and re-inserted. It was suspected that the oversensing could have been caused by air bubbles escaping from the grommet or a possible "leaky grommet." The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.